Event description:
During a check in procedure at the manufacturer's service center, foam degradation was observed. The device was not in patient use. The exhaust fan, stirring fan, tubing, rear case, front case and the active exhalation control module was replaced.